Event description:
Technician alleged that the brake pedal pops out of the set position when the bed is bumped from the side.

Manufacturer narrative:
Technician replaced the brake block detent assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.